Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that about a week and a half ago they started having a return of symptoms. The patient said that they had been going to the restroom more and that they feel very full. The patient stated that they see their healthcare provider every 3 months and that the healthcare provider (hcp) checked their bladder and had to catharize them because they were very full. Reviewed therapy information and general programming guidance. With instruction the patient connected to implant and increased stimulation. They will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. On (B)(6) 2025 the patient called back and reiterated that they had gone to their hcp office and the hcp had told them their bladder felt very full, and the patient told the hcp "yes I feel full" and the patient stated they wondered if it could be because of the implant not helping their symptoms. The patient stated the hcp told them they didn't know and told the patient to call so the patient called patient services on (B)(6) 2025 and increased the stimulation however when they increased the stimulation, they didn't feel anything and the increase made no difference in their symptoms. Patient services reviewed the role of patient services with the patient and discussed device description/function with the patient and redirected the patient to follow up with their hcp to discuss potentially switching to a new program. The patient stated they would feel better meeting with a manufacturing representative (rep) at the hcp office to check the implanted system. Patient services reviewed the role of the rep with the patient and redirected the patient to the hcp, noting to the patient the hcp could page a rep to their office if needed. The patient to call hcp to discuss making an appointment with a rep to check the implanted system. Patient may call back at a later date for assistance in making a program change.